Event description:
During placement, after removal of stylet, they got blood back from the catheter. Removed catheter and replaced "otg". After removal, they noticed a small piece of guidewire protruding through the valve.